Event description:
My six year old is a type one diabetic, and we use the dexcom g7. Unfortunately, our experience has been one of extremely mixed results, and after interfacing with dexcom and trying multiple sites on the body, we have concluded that the accuracy and longevity of the sensors leaves quite a bit to be desired. We frequently receive erroneous readings far outside the envelope of what is considered acceptable, and in some cases these readings become dangerous as the unit either lags or indicates a significantly higher blood sugar than is obtained via a fingerstick. Conversely, almost every night when he goes to bed, we are treated to incessant alarm bells, alerting us to an urgent low when in fact, his blood sugar is in a very normal and acceptable range. Not wanting to leave anything to chance, we of course resort to finger testing to verify that the low is in fact fictitious. We do attempt to calibrate the dexcom, but many times the calibration is refused and the warnings go on for hours when we should be getting sleep. Furthermore, the claim of 10 days of censor life is typically an overestimation by a factor of two. Sometimes we get even fewer than four-five days. The sensors start to display multiple errors and give extremely incorrect information when they begin to display values again, rendering them essentially useless. This is not something that anyone should have to deal with in the year 2025. When the system works well, it is quite good. Unfortunately, the percentage of time that it spends being accurate seems to be considerably less than the alternative. A particularly frightening example of how these inaccuracies can lead to serious consequences is an experience that we had when we decided to try a closed loop pump system. While the pump and its associated app function quite well, they rely on accurate data from the dexcom to dose. Auto corrections constituting the whole point of the exercise, we decided to give it a shot, hoping that dexcom had smoothed out some errors with the g7 (prior to this, we had gone back to the g6 for at least a year). It seemed all was well for a while, but at one point, the dexcom randomly displayed a blood sugar reading nearly 70 points higher than actual, triggering an auto dose from the pump. This was at night, and thankfully, I happened to wake up and check it and see that there was an anomalous reading. Had I not done that I would not have known to check with a finger meter and look at the pump and see if it had dosed, which it had. Some fruit punch rectified the situation, but that could have gone very badly very quickly. We also had instances where extremely low false readings were causing the basal insulin to be shut off, setting him up for ketone development. We no longer use a pump system with the g7. As a parent of a child who is still a bit too young to properly articulate symptoms of hypoglycemia, the lack of reliable data is an exceptionally nerve-racking experience. I would appreciate any and all assistance the FDA may be able to provide in pressuring dexcom to increase quality control, calibrate algorithms, whatever is necessary to make sure that people either do not continue to have these issues or significantly reduce their exposure to such events. Unfortunately, I know this is not something that only our family deals with.